Manufacturer narrative:
(B)(4).

Event description:
It was reported that "very narrow entrance in the tracheal entrance of the tube. So it was not possible to insert the fiber through the white part of the dlt. It looks like the white part is a bit compressed." Switched to another dlt to proceed with the procedure. No patient injury or consequences reported. The patient's status is reported as "fine".